Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Reload 1 was received partially fired to the 0.5 cm cut line and its anvil clamping mechanism was deformed. Reload 2 was received partially fired to the 1 cm cut line. The anvil clamping mechanism of reload 2 was deformed and there was damage to the knife blade. Each reload was loaded into a pmv representative device for functional testing. Its interlock was overridden and the reload fired satisfactorily. Replication of the partial firing condition occurs when the device powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. When application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter, during a laparoscopic colectomy, there was difficulty experienced with loading and using the device. Later a new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two sulus opened by the account. Visual inspection noted that both reloads were received partially fired with deformed anvil clamping mechanisms. Microscopic inspection noted that one of the reloads had a damaged knife blade. Functional evaluation of the reloads noted that they fired without issue. The reported condition was not confirmed. Replication of the secondary partial firing condition occurs when the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.